Event description:
It was reported to covidien in 2009 that a pt had an issue with a dialysis catheter. The customer states peritoneal infections occurred. Pt received antibiotics for these infections and the catheter was pulled and replaced because of the cracks and infection.

Manufacturer narrative:
Submit date: 04/16/2009. An investigation is currently underway. Upon completion, the results will be forwarded.